Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during an angioplasty to stent the rca (long lesion), with a 3.5 x 23mm xience v; after deployment, a proximal dissection had occurred. This was sealed by another xience v (3.5 x 15 mm). After deployment of xience v stent (3.5 x 23 mm) a distal dissection occurred, this was sealed by another xience v (3.0 x 18 mm). No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents..) A conclusive cause for the pt effect and the relationship to the product cannot be determined.